Event description:
Erratic patient results on their cell-dyn 1800 system. An initial hemoglobin result of 8.2 g/dl was generated. A repeat yeild a hgb=11.8g/dl result. No impact to patient management was reported.